Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
On-site investigation performed by our field service engineer found that the reported failures were caused by a faulty inspiratory pressure transducer printed circuit board (pcb) which was replaced and returned for investigation. According to received device logs the failures had occurred for the first time on (B)(6)2018 and the date of event is updated accordingly. During test of the returned pcb in a reference ventilator, performed pre-use check failed in several tests due to a high offset drift from the returned inspiratory pressure transducer. The measured offset voltage had drifted 1.65 v from factory default. The allowed limits for the offset voltage drift are ±300 mv. During ventilation alarms for high airway pressure, high continuous pressure, low peep, low expiratory minute volume and high respiratory rate were generated. When the pressure sensor was replaced the pcb functioned normally. Visual inspection of the pressure sensor showed that there were unknown particles in the ceramic cavity on the top of the sensor's chip. Earlier investigations of other pressure transducer pcb have shown that when the cavity was cleaned, the pressure transducers functioned normally. In this case it was not possible to clean the cavity. The conclusion is that the presence of unknown particles in the ceramic cavity on the top of the sensor's chip has affected the function of the pressure sensor and caused the reported failures. The root cause of the presence of particles in the ceramic cavity has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).